Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence due to cuff atrophy with no issues associated with the device. The patient did not experience any further adverse events. No more information available at the moment. Should additional information become available, it will be provided.